Event description:
It was reported that the pt underwent an ankle fracture repair on an unspecified date. Approx three to four days post-operatively, the surgeon noted when changing the dressing that the wound appeared red and there was erythema around the general incision site. There was no drainage or infection noted. The surgeon stated that he removed the staples per protocol and no treatment was indicated.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.